Event description:
It was reported to boston scientific corporation on april 2, 2008 that a corflo cubby low profile gastrostomy device was used for a peg procedure on a female (patient age and weight unknown) the month prior. According to the complainant, the tube leaked around the y-port of the right angle feeding tube two days later. No patient complications were reported as a result of this event. The patient's condition was reported to be good.

Manufacturer narrative:
No consequences or impact to patient. Leak(s). The device has not been returned. The device evaluation has not been performed; the cause of the reported malfunction is undetermined.